Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s display screen fractured after the user sat on the device while it was in a back pocket, resulting in a spiderwebbed screen and a nonfunctional display; the device had a known serial number, and a replacement was arranged with instructions for data sync, shutdown, and return. Symptoms included no adverse clinical effects, with blood glucose readings reported as unaffected, and the user transitioning to backup therapy. Outcomes included temporary interruption of normal pump use and device replacement logistics. Investigation included customer interviews, image review of the damaged screen, and verification of shipping and return procedures. Investigation of this case revealed physical damage to the display assembly consistent with external mechanical impact, with no evidence of device alarm activity or intrinsic malfunction. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.